Event description:
The customer reported the opcheck failed. There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the opcheck failed. There was no reported patient involvement. A philips field service engineer evaluated the device and confirmed the failure. The therapy pca was replaced to resolve the failure. The device passed all performance assurances tests and was placed back into use.